Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4)

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.5/1.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation not associated to a low vault was observed. On (B)(6) 2024 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.